Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
When the nurse/user should use the PICC she discovered that the PICC had a rupture on the PICC under the skin. 6cm fran the hub on the 36 market on the catheter on the blue side. She saw liquid coming out from the insertion site when she was doing the flush control with naci. So the pt didn't get hurt in any way. They decided to take the PICC out. The PICC had been in for 4 months and unclear if a new one was inserted or not.